Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot. The receiver case was opened and an internal visual inspection was performed and failed due to dead battery. The battery was replaced to test whether the receiver would charge and boot but still failed. The u6 chip was observed to become warm when the receiver was plugged in to charge, however the temperature remained within the operating range of the chip. The reported event of the overheating of the receiver was not confirmed. A probable cause could not be determined.